Manufacturer narrative:
Correction: cancel MDR. Further review of this complaint record results in a determination that this is a duplicate complaint. This event has been captured in MFR#: 9610847-2025-00039.

Event description:
No additional information.

Event description:
It was reported that bd syringe 20ml ll tip conv pak leaked past stopper it was reported by the customer that liquid leaks behind plunger. Verbatim: rcc received a complaint via email. Email(s) attached. Sterile syringe failure: liquid leaks behind plunger: 2 lot identified as potential problems (lot# 4306805 and lot# 4278835. Ref report: mw5166609.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.